Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Complaint: 1 week post operative loosening of implant. Primary surgery: (B)(6) 2015. Revision surgery: (B)(6) 2015. Patient: (B)(6), male, diagnosed with burst fracture/kyphotic deformity. Course of treatment: patient: primary surgery - (B)(6) 2015: t12 osteotomy and pedicle screw fixation t9-l4. First revision surgery - (B)(6) 2015: loosening of the pedicle screw in l4. Second revision surgery - (B)(6) 2015: extend the fixation down to s1. Sw483 and sw839 were used in this revision surgery to extend the rods. Third revision surgery - (B)(6) 2015: the rods were found to be disconnected from sw843t. In the revision surgery, it turned out that there was disconnection from sw843 as well. Component involved: sw839t / s4 axial connector long, lot number: 52060319.

Manufacturer narrative:
Investigation used test and analysis equipment: -microscope "keyence- vhx 600 d." -digital camera "panasonic dmc tz8. First we made a visual inspection of the connector, especially of the open side with the clearly visible wear marks. Those wear marks were caused by a back and forth slipping rod, which was not properly inserted and fixed in groove. The other side of the connector does not show any traces of wear pattern. The enclosed set screws exhibit the typical wear pattern of an incorrectly tightened screw and a correctly tightened screw. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause the root cause for the problem is most probably user related rational: all wear pattern at the surfaces of the component parts are sure hints, that the rod in the open section of the connector was inserted at an angle. A product failure can be excluded. Corrective action according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.